Event description:
It was reported via repair work order that the retractable head section was unable to extend or retract due to a sticky residue found on the telescoping tubes. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.